Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced issue with ten infusion sets on (B)(6) 2025 as infusion set fell off which were in use from a couple of minutes to one day. The event occurred between (B)(6) 2026. The blood glucose level was high and treated with a correction bolus via pump. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available. This emdr is being submitted for unknown number quantity.